Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated, the reservoir chamber was cracked. The customer also reported the insulin pump was leaking. The customer also reported a piece broke off while they were sleeping. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. The reservoir locked properly inside the reservoir tube.